Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Imaging confirmed electrode migration. The recipient presented with decreased performance. The recipient underwent repositioning surgery.